Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. An x-ray confirmed lead dislodgement. Attempts to reposition the lead were complicated by helix extension issues. The physician reported hearing a cracking noise during helix extension. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional and made a clicking noise, confirming the clinical observation. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. X-ray revealed that the rate/sense coil was deformed at the distal end of the terminal pin. The damage is consistent with over-torque of the helix.